Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot which caused the pump to declare a malfunction alarm. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had manual injections for insulin therapy.